Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the laboratory was 4.2 inr. The laboratory reagent was not known. The result from the meter was 2.4 inr. There was no allegation of an adverse event. There therapeutic range was 2.5 to 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 297790) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were measured with a retention meter in comparison to master lot strips using quality control material. Testing results: vial 1: qc 1: 3.2 inr, qc 2: 3.2 inr , qc 3: 3.2 inr. Vial 2: qc 1: 3.2 inr, qc 2: 3.2 inr , qc 3: 3.2 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.9 ¿ 3.7 inr). All measurements were without error messages. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.